Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was cracked, was confirmed. The following defects were found during evaluation : outer tube damaged, distal tip distal tip damaged, shaver damage to distal tip, holes in distal tip fiber, fibers sunken in. Illumination distal tip fiber damaged. Image error on camera, image cloudy/ blurred. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. The damage to the distal tip is due to contact with a cutting instrument during a surgical procedure as identified during evaluation. The damage to the outer tube may have been a result of user mishandling of the device. The defective components would have caused the device to display a poor image. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/02/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during sterilization on (B)(6) 2020, it was observed that the endoscope device was cracked. During in-house engineering evaluation, it was determined that image was cloudy/ blurred. There was no procedure involved. There were no adverse patient consequences reported. No additional information was provided.